Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was extreme variance when using the blue tracker during a case. When switching the instrument tip to another tracker, the variance went away. Multiple angles of the instrument and camera were viewed, the spheres changes, and it was noted there was no visible damaged to the tracker, but the variance was consistent. The probable cause noted was a bent post. There was no impact to patient's outcome and surgical delay was not provided. Additional information was received. It was reported that there was approximately 7 millimeters (mm) of variance shown on the screen until the nav lock was switched.